Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13d29055, and h13e28062 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by nausea, vomiting, and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The patient was discharged from the hospital sixteen days later and recovered. The cause of the peritonitis was unknown. No additional information is available. This is report 4 of 4 involved in this peritonitis event.